Event description:
Event description boston scientific crm received information that this transvenous defibrillation lead exhibited a sudden increase in pacing impedance to >3000 ohms, with an associated increase in pacing thresholds. A boston scientific crm technical services (ts) consultant discussed the posibility of a lead fracture, and recommended additional evaluation. To date, there have been no reported patient symptoms or therapy delivery issues associated with this clinical observation.